Event description:
It was reported that prior to the start of a da vinci-assisted diagnostic laparoscopy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they were encountering a recurring 23118 error on arm 1. The logs reflected the 23118 error on the armnet 1 setup joint (suj). The customer tried to power cycle multiple times with no change. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced distal set-up joint (suj) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and was confirmed but not replicated. In logs, the 23118 error was found indicating the tornado motor encoder track had slipped, disconnected, intermittent loss of signal, confirming the fault occurred in the field. The unit was installed onto a golden system where no errors were found, and the unit functioned as expected. Tested the distal on a patient side cart fixture test platform (pftp) where it passed all relevant testing. Upon visual inspection, no issues were found that would be related to the reported event. As a result of these findings, failure analysis was able to conclude that the motor module rotor is consistent with reported event and could be the potential root cause of the issue. The second unit was returned for failure analysis with a reported problem of error 23118 was confirmed and replicated. In logs, error 23118 was found indicating motor encoder incremental track has slipped on the tornado of the suj distal. It was coupled with error 23087 indicating hall sensor/encoder error thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where triggered error 23118 thus replicating the reported event. Also errors 23007 and 26015 in the error logs. The unit was then installed onto a pftp where it failed tornado encoder and twang tests where it was not tracking at all. As a result of these findings, failure analysis concluded that the chipencoder virtual absolute (cva) printed circuit assembly (pca) is consistent with the reported problem and considered the potential root cause. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.